Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she kept receiving bolus not delivered alarms. The customer's blood glucose level was 470 mg/dl. The customer changed her infusion set and it resolved the issue. She took an injection to treat. The device was not returned.